Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as, during follow-up, the device was noted to have reached end of life (eol) battery status since (B)(6) 2022. The timeframe in which the estimated longevity change was observed has not been specified. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as, during follow-up, the device was noted to have reached end of life (eol) battery status since march 2022. The timeframe in which the estimated longevity change was observed has not been specified. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. Additional information provided indicates the patient exhibited a lung disease due to infection with covid-19 and other serious basic diseases. Therefore, considering the physical condition of the patient, the physician has decided not to perform a replacement surgery.